Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records indicate the patient experienced erosion and extrusion of the mesh. Extrusion is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2009 - the patient was diagnosed with a second degree uterine descensus with second degree cystocele. The patient underwent a vaginal hysterectomy and anterior colporrhaphy with implant of a davol flat mesh device. On (B)(6) 2009 - the patient had an md office exam where she complained of urine incontinence with cough. On exam, the md noted "she does appear to have a recurrence of her midline cystocele, although the upper portion, where the mesh was put, looks like it has good support, although there is a slight amount of mesh erosion; however, there is definitely a second degree urethrocele that will need to be repaired." On (B)(6) 2010 - the patient had an md office exam with complaints of dyspareunia. The patient was diagnosed with erosion of the vaginal mesh. Patient was scheduled to have a partial excision of the mesh and implant of an unspecified transobturator. On (B)(6) 2010 - the patient was diagnosed with recurrent urinary stress incontinence and exposed vaginal flat mesh. The patient underwent partial excision of the davol flat mesh and implant of an unknown tot sling mesh. On (B)(6) 2013 - the patient had an md office visit where she complained of pain and discomfort for her husband during intercourse. Patient stated she has developed sores since her surgery. Per the md assessment "evidence of mild mesh protrusion causing bleeding/dyspareunia for her husband. There is evidence of thinning of the vaginal mucosa over the mesh and a grade 1 cystocele present." On (B)(6) 2014¿patient had a pre-op exam. Per the md assessment, ¿erosion of the implanted vaginal mesh and other prosthetic materials to surrounding organs or tissue was noted. Patient underwent removal of the mesh (davol flat) in the past and notes she did well. However, there seems to be erosion of more areas. In the past only the exposed amount of mesh was removed in an attempt to continue to support the vaginal apex. She has been counseled about the loss of support with complete removal but there does seem to be erosion along the left sidewall and apex.¿ on (B)(6) 2014 - the patient underwent removal of the remaining flat mesh, sacrospinous fixation, anterior colporrhaphy and cystoscopy. The operative details indicate that ¿all the ethibond sutures were removed, and the mesh (davol flat). Cystoscopy was performed with some possible visualization of mesh (davol flat) strands into the bladder mucosa with no evidence of involvement of the ureteral orifice.¿